Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
During surgery before implantation, it was noticed that an incorrect customized implant was shipped to the hospital. The surgeon burred the customized implant to fit to the patients anatomy and used it in conjunction with mesh to complete the surgery. The surgery was completed successfully with no know adverse consequences.

Event description:
During surgery before implantation, it was noticed that an incorrect customized implant was shipped to the hospital. The surgeon burred the customized implant to fit to the patients anatomy and used it in conjunction with mesh to complete the surgery. The surgery was completed successfully with no know adverse consequences.

Manufacturer narrative:
An event regarding an incorrect implant being shipped/product swap involving a cmf customized implant kit x-large was reported. The event was confirmed. Device history review indicated that the reported device was manufactured and accepted into stock with no reported discrepancies. Complaint history review indicates there have been no previously reported similar event for the lot referenced. The investigation concluded that there was a product swap resulting from an operator error during the processing of the order for shipment. A manufacturing nonconformance was initiated in (B)(4) 2013 and closed in (B)(4) 2013 for the identified product swap nonconformance. (B)(4).